Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc was leaking at hub and was removed less than 24 hours after insertion. The customer reports a leak just below the hub where the catheter is joined. Chloraprep was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was inserted (B)(6) 2014 at 9:30 am in the arterial for continuous use. A 10 cc syringe was used to flush the line. Chloraprep containing alcohol was used to clean the device. The uvc was removed on (B)(6) 2014 at 9:00 pm and was not replaced. The patient is no longer at the hospital.

Manufacturer narrative:
The product sample was returned to the manufacturing site for review. It was found that there was a hole in the catheter at the base of the luer fitting. This was found by slightly stretching the catheter under an optical microscope. The hole is within the green circle and was difficult to differentiate on microscope. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. The manufacturing lot number associated with this complaint was 346446. Lot 346446 (julian lot number 206507x) was released on 07/18/12. There are no non-conformances related to the reported issue. The customer reported that their protocol for cleaning the device includes the use of chloraprep. Chloraprep contains an alcohol solution. The most probable root cause could be considered as misuse (leak associated with the use of an improper cleaning agent). The lot involved within this complaint was manufactured on 07/18/12 prior to implementation of special 510k#k130725. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause..

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.